Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep said the hcp called them asking about a power on reset (por). The call center reviewed therapy was off. The rep then noted the patient will be coming in today to be reprogrammed. No patient symptoms were reported and no further complications have been reported as a result of this event.